Manufacturer narrative:
The company service representative examined system but was not able to confirm or replicate the reported event. The company service representative noted the system was cycled through various surgery modes and found it to function as intended. It should be noted that there have been no further service records or complaints initiated by the customer following the on-site assessment. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. There was no functional problem found with the associated system as related to the reported event, therefore the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the phacoemulsification failed mid case. Additional information has been requested.